Event description:
A surgeon reports lens exchange was performed due to the pt's complaints of seeing streaks of light following initial intraocular lens implant surgery. Additional info has been requested.

Event description:
A follow-up was conducted with the implanting surgeon. She feels that the pt's light astigmatism in both eyes may have been a contributing factor to the pt's reported symptoms.